Event description:
It was reported that during percutaneous transluminal angioplasty intervention procedure a balloon rupture occurred. The target lesion was located in the right superficial femoral artery. A 3mm x 40mm x 146cm coyote balloon catheter was selected and advanced to treat the target lesion. Upon the first inflation at 8 atm, the balloon ruptured. The procedure was completed with a 4ccx4cm coyote balloon, the implant of a 6mmx4cm non-bsc stent and the use of a 5mmx4cm non-bsc balloon catheter. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).